Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) exhibited abnormal impedances and no pacing. It was suspected that the lead had dislodged. At the re-positioning surgery, lead readings were fine but the ICD had blood inside the connector block, possibly due to a damaged setscrew seal plug. The physician felt the blood in the connector caused the impedance problems, and replaced the ICD.